Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock¿and with low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported when attempting to place the impella cp into the left femoral artery, the patient experienced severe bleeding that required surgical repair, and the patient was transfused with 8 units of blood. The left femoral artery was aborted, and after repair of the left femoral artery, the impella cp was placed into the right femoral artery without complications. Additionally, the patient experienced hemolysis while on impella cp support. It was reported that the patient's blood work was reported to be hemolyzed. Abiomed support advised the medical team to confirm impella cp placement, and if too deep to reposition device. Prior to performing echocardiography, the family decided to withdraw care from the patient, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿if the impella catheter is positioned too far into the left ventricle, the patient will not receive the benefit of impella catheter support. Blood will enter the inlet area and exit the outlet area within the ventricle. Obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood-colored urine.¿ impella catheter in papillary muscle ¿if the inlet area of the catheter is lodged adjacent to the papillary muscle, the inflow may be obstructed, resulting in suction alarms. This positioning is also likely to place the outlet area too close to the aortic valve, which can cause outflow at the level of the aortic valve with blood streaming back into the ventricle, resulting in turbulent flow and hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: hemolysis ¿patient conditions¿including catheter position, pre-existing medical conditions, and small left ventricular volumes¿may also play a role in patient susceptibility to hemolysis." "Hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ this report is being filed as part of a retrospective review of historical records.